Event description:
About 2 weeks after the primary surgery, the patient luxated the joint during rehabilitation. The surgeon revised the liner and the glenosphere (with a bigger one).

Manufacturer narrative:
Batch review performed on 28-oct-2022: lot 2208701: (B)(4) items manufactured and released on 12-jul-2022. Expiration date: 2027-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved. Batch review performed on 28-oct-2022: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot 2117044: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.